Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was not confirmed. It functioned as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific issue. The armada 18 instruction for use instructs to prepare the balloon prior to insertion into the anatomy. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that after flushing the armada 18 balloon it was inserted into the anatomy. Device preparation was continued and while attempting to pull negative, an air leak was noted. There was no noted blood backup. The connections were checked. The device was removed from the anatomy and a different balloon was used without issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.